Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became shattered and unresponsive. In addition, it was reported that a cartridge alarm occurred (alarm 30). Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 134 mg/dl.